Manufacturer narrative:
There was evidence of explantation as the device was cracked at the anterior lip where a tool was used to pry the insert out of the baseplate. The device was returned worn on both condyle bearing surfaces with material delamination due to fatigue. This amount of wear is not unusual for a device in vivo for 15 years. The event was confirmed. The investigation determined the likely root cause of the event to be normal wear and tear on a device that had been in vivo for 15 years. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a left scorpio knee revised due to laxity and pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown scorpio cr flex 11x10mm. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a left scorpio knee revised due to laxity and pain.